Event description:
It was reported that during a gastrostomy the device was stuck during the procedure. The procedure was continued using a spare ntlc.

Manufacturer narrative:
(B)(4). Date sent 2/3/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 1. Please provide more details for "ntlc75 was stuck"? 2. Did the reload lockout and would not work? 3. Did the reload begin to staple and cut, but then jammed? 4. Did the device staple? 5. If the device staple, was the staple line complete? 6. If the device staple, what was the shape of the staples (b-formation, irregular, legs straight)? 7. Did the device cut? 8. If the device cut, was the cut line complete? 9. Were the cut line and staple lines equal? 10. Did the device staple, but there was no cut line? 11. Was the device locked on tissue with the anvil closed? 12. If yes, how was the device removed? 13. Did the jaws eventually open? 14. Was the device not able to be removed and subsequently the tissue was cut? 15. Could you please clarify if there were any patient consequences? 16. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Note: please mention the source through which the information is received (information received from dr, nurse etc.) Reload begin to staple and cut then jammed. Staple was not formed staple line was not completed. Jaws opened there was no patient consequence since there was a backup stapler was placed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 2/18/2025. D4 batch #317c87 and 197c73. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with the halves mixed, anvil partially detached and with no reload present. Upon visual inspection, three anvil posts were noted damaged as if the anvil was pulled off the device. In addition, the device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. Based on the condition of the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch numbers 317c87 and 197c73, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 2/10/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.